Event description:
The pt ((B)(6)) received her scs system on (B)(6) 2008. It was reported that six weeks post-implant, the ipg lost all communication functionality with both the pt programmer and the ipg charger. For a few weeks, the pt was able to use the magnet to turn the device on and off. However, the ipg eventually lost magnet functionality, as well. The pt was pregnant at the time the ipg lost all communication functionality. The device was explanted on an unk date and replaced after the pt had given birth. The explanted ipg was returned to the manufacturer for analysis. No additional info was available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Ipg as returned is non-functional. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.